Event description:
It was reported to boston scientific that the electricity would not pass through an injection gold probe bipolar catheter. Procedure and the generator and/or settings are unknown. The case was completed with a similar device. Patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.